Event description:
Rt took the ventilator off standby and attached the circuit to the patient after having removed the mapleson from the patient. The ventilator was fine up until that point. After being attached to the patient, the ventilator started alarming with a red "ext high pressure." The patient then began to slowly desat. Rt started troubleshooting the alarm and realized the patient was not being ventilated. He then immediately removed the circuit from the patient and initiated manual ventilation with an ambu bag. The patient recovered well with her spo2 almost immediately returning to 100%.